Manufacturer narrative:
Covidien reference #: bc# date of initial report: date MDR is being submitted the customer indicated the unit will not be returned for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. No serial number was provided, therefore a device history record could not be performed.

Event description:
The customer reported via maude report (B)(4) that the cautery would not load and was frozen, unable to use while patient was under general anesthesia.